Event description:
It was reported that the patient experienced phrenic nerve stimulation which made them jump. The right atrial (ra) lead had possibly dislodged and the patient was symptomatic with atrial pacing. The lead was initially reprogrammed and a lead revision was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).